Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries on the single board computer and x-ray controller boards. System operates as intended. (B)(4).

Event description:
Customer reported a communication error on boot up. No patient injury was reported.